Manufacturer narrative:
The clamp was returned to the manufacturer for evaluation. Testing found that the adjustment screw was not damaged. Rather, the pivot pin was missing from the clamp face. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the adjustment screw on the spine clamp was damaged. There was no patient present when this issue was identified. No additional information was provided.